Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the defect was found in the optical part of the lens, which could affect visual acuity. The iol was explanted during initial procedure and an unspecified replacement lens was used to complete the surgery on the same day. Additional information was requested, yet no new information was received.